Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient stated she last recharged her ipg in (B)(6) 2015. The patient's programmer also reflects a communication error. The sjm representative met with the patient and confirmed the issue. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. The patient reported effective stimulation coverage postoperative and the reported issue is now resolved.